Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company's acceptance criteria. (B)(4).

Event description:
A physician reported that the excimer laser stopped at 98% during a refractive procedure on a patient's left eye. The reporter indicated an attempt was made to resume the procedure. However, none of the keyboard function keys responded and the escape key was used. The system indicated it was still in the planned mode only. The physician shot 98% of the original planned procedure on plastic and remainder 2% of the treatment on the patient. The procedure was completed. Upon follow up, a bandage contact lens, topical antibiotic and steroid drop were used on the patient's eye while waiting to proceed with the final 2% of treatment. Upon additional follow up, bandage contact lens was removed.

Manufacturer narrative:
Review of the logfiles for the day of treatment shows during the start up, the system passed successfully all initialization steps. During the whole day, the user prepared 25 treatments and 24 of them were performed successfully without relevant warning or error. The reported treatment was aborted on that day and shows an interruption by a warning message during treatment: ¿wrong shutter state! Please release and press laser pedal again to continue treatment.' The user confirmed the center of ablation several times to go on with the treatment but didn´t start the treatment again due to unknown reason. The user then aborted the treatment. The user restarted the aborted treatment and completed it without problems. The occurrence of these errors is most possible caused due to the laser pedal is not pressed enough which can cause the incorrect detection of the shutter state. Due to the fact no further shutter error occurred after this one during the complete rest of the day, the described behavior is the most possible root cause for the reported error. The most likely root cause could be that the user did not press the laser pedal enough which caused the wrong shutter state. (B)(4).